Event description:
A restenosis of the distal part of the stent was discovered in 2007 in this patient who was enrolled in the study. The patient is a female. The patient has documented coronary and peripheral vascular disease, diabetes; adult onset, insulin-controlled. Mild hyperlipidemia. Cardiac status. Pulmonary status. Hypertension, treated with single or 2 drugs. Heart-catheter investigation in 2003. The index procedure took place in 2006. The target lesion was located in the middle right superficial femoral artery (sfa). The vessel anatomy at the lesion site was straight and type of lesion de novo. Lesion location is 13cm from the distal edge of the lesion to the superior edge of the patella. Total lesion length is 80mm and not occluded. The lesion is calcified. Access method was percutaneous and puncture site was on the contralateral side. The lesion was not pre-dilated. One smart stent was implanted (7x100mm). Post dilatation was done with a powerflex p3 11 balloon (6x110mm). No dissections were reported during the index procedure. The percentage of stenosis before the procedure was 80%. Following stent placement, and after post-dilatation 0%. It was noted that the patient had pain in her leg as it went lame while introducing the guide wire. Post procedure, the patient bled a lot. Twenty-four hours later prior to the procedure, the patient was given aspirin 100mg and clopidogrel 75mg. Total dose of heparin given during procedure was 2500iu. At discharge, aspirin and clopidogrel was given. On april 25, 2007, additional information received indicated that a restenosis was found in the distal part of the stent, and thus hospitalization and treatment of the restenosis is scheduled to be performed. There has been no action taken as of yet. The patient is well and has no pain in their right leg.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.